Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that there was an upstream occlusion alarm. The alarm was silenced. The patient denies any kinks in tubing and states that there are no clamps in the section of tubing between pump and medication bag. The stem of the bag was squeezed to expel any possible air bubbles and the bag was placed upright. The alarm persists. The tubing was clamped, batteries removed and the cassette was removed. Air bubbles were noted. The tubing was massaged while green tab was depressed and the cassette was tapped on a hard surface. The cassette was reattached, batteries reinserted, and tubing unclamped. The pump was restarted and the display read run momentarily, but the alarm returned after the pump cycled. The patient was not affected.